Event description:
Pt-self tester reports results lower than ref with the protime microcoagulation system. Protime generated 3.6 inr and laboratory results was 5.8 inr. Pt's therapeutic range: 3.5-4.0. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Cuvette lot # b2p3h029. Method: actual device not evaluated. Process eval performed. No related ncmrs, complaint trends, or CAPA identified.